Event description:
It was reported that the pump was replaced due to premature battery end of life attributed to continuous usage and 'high voltage'. No device troubleshooting or pt symptoms were reported. The pt outcome was categorized as 'no injury, recovered without sequela'. The pump was used to administer morphine, clonidine, bupivacaine, and ziconotide.

Manufacturer narrative:
The pump analysis showed motor gear shaft wear. Acceptable hybrid function; battery voltage was 3.698 v. Some caking was noted in the jewel that corresponds to gear 5. Some moisture and corrosion were present. Stall x-ray verifies no roller arm movement. Roller arm area has some moisture and corrosion present. Motor set to maximum rate and no roller arm movement was noted.